Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a number of cataract procedures, he used a polymer irrigation / aspiration tip and the patient's experienced a descemet's membrane detachment. The procedure was completed with the same equipment. The patient's had healed with no complications at the postoperative visit the next day. The surgeon feels this is caused by putting the irrigation / aspiration tip in and out of the incision. Additional information has been requested.